Event description:
It was reported that a user experienced sustained high blood glucose while using the ilet system, with values ranging from approximately 250 mg/dl to 354 mg/dl, and troubleshooting suggested a likely infusion site or tubing connection issue; the user removed the infusion set and reconnected, after which insulin delivery resumed and glucose began trending down. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring with education on when to call back. Investigation included review of device data and guided troubleshooting with infusion set replacement and reconnection. Investigation of this case revealed that insulin delivery interruption was suspected due to an infusion site or connection issue, and glucose improvement after site change supported restoration of delivery. It was concluded, based on established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.